Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the tsb45 instrument staples would not form at all, but it did cut the tissue. The surgeon put some overstitches to complete the case. The device was discarded.